Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. It may be possible that the delivery system was inadvertently pushed distal during deployment causing the stent to stack and shorten; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a restenosis of the narrow proximal right superficial femoral artery and profunda artery. The 6 x 100, 80 absolute pro self expanding stent appeared to be shortened (compressed) after deployment and did not cover the lesion fully. Another stent was implanted to cover the segment of the lesion that was missed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.